Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise with oversensing was observed on the right ventricular lead. Programming changes were made in clinic to address the observations. There was no plan for any intervention. There were no patient consequences.